Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery had to be performed after a polarcup dislocated intraprosthetic during an attempted closed reduction. It was not reported how the procedure was completed, of there was any injury or delays.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it was reported that a revision surgery had to be performed after a polarcup dislocated during an attempted closed reduction (ie, the femoral head & liner dislocated out of the acetabular cup, but during attempted closed reduction, the liner came off the head & remained in the soft tissues and only the head reduced back into the cup). Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to patient anatomy or abnormal loading of limb, surgical technique or size of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.